Event description:
(B)(6) 2022, eri alert was received via hm. It was confirmed that this is related to early eri detection. It was planned for urgent device check with the patient at the hospital. (B)(6) 2022, the device replacement was done. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis this investigation will be updated.